Event description:
It was reported that the patient experienced leakage from the infusion set tubing at the insertion site on (B)(6) 2026. The infusion set was located on the abdomen and had been in use for approximately few hours.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.